Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 1.1 and 1.2 was failed. A field service engineer (fse) found physical damage to the pyxis bus cable in the auxiliary area, which caused a station power issue. The damaged cable was replaced, and the customer tested the station in the medical application, confirming proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers 1.1 and 1.2 had caused the entire station tc.4so to short. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.